Event description:
It was reported that the lead exhibited high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field complaint of high impedance was not confirmed in the laboratory. The lead exhibited normal electrical characteristics. No anomaly was found. (B)(4).